Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act and esc buttons are harder to press. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had random no delivery alerts, sensor errors and sometimes it accepts the new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no excessive no delivery or occlusion alarm, failed battery alarm and error sensor due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc and act. Device received with cracked battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.